Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized, but they did not provide their actual bg level or the reason for their need to go to the hospital. The customer did not provide what the hospitals assistance was. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.